Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Slight rise in shock impedance over couple of days. Still in range but recommended evaluating in person since it is trending up. Device remains implanted. Should additional information be received, this file will be updated.